Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 05-aug-2021, (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 13-jan-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient was experiencing uncomfortable shocking sensation within the sub clavicular pocket. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved impedance testing. Interventions/actions included removing and replacing the implants (ins and two extensions). It is unknown if the issue is resolved at the time of this report. The devices are expected to be returned for analysis. The following day after the replacement the patient was not experiencing any shocking. The rep will continue to follow-up. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery was functionally okay with insignificant anomalies. Analysis of the extension (serial # (B)(4)) found no anomalies with the device. Analysis of the extension (serial # (B)(4)) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause of the shocking in the pocket was not determined. As of sunday (B)(6), the patient was unsure if the shocking had resolved. The devices were returned for analysis. This information was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that every time the patient would move their neck, it would pull on the stimulator and move it up and down. No further complications were reported as a result of this event.